Manufacturer narrative:
Correction to b5: describe event or problem. Adding recently information.

Event description:
This report is to correct information filed on a previous report.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. No adverse patient effects were reported.